Event description:
Edwards received notification that a 87 year old patient with a mitral perimount or magna valve implanted in the mitral position was scheduled for a valve-in-valve (viv) after un unknown implant duration due to calcification.

Manufacturer narrative:
H10. Additional manufacturer narrative: 3mensio report was received and reviewed. These images do appear to show calcification of the mitral surgical valve. The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 87 year old patient with a mitral perimount or magna valve implanted in the mitral position was scheduled for a valve-in-valve (viv) after un unknown implant duration due to calcification. The patient was fine, and was not sure if she wanted to undergo to the procedure. At this moment, procedure will not be performed.

Manufacturer narrative:
Updated section b5, h6 (investigation findings) and h6 (investigations conclusions). Despite due diligent attempts to receive further information regarding this event, no additional information was received from the customer. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.